Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported delayed keypad response was reproduced during evaluation. The cause was determined to be a failing processor printed circuit board. The printed circuit board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a delayed keypad. There was no known patient injury or medical intervention associated with this event. No additional information is available.